Event description:
It was further reported that the leads were dislodged and migrated from the fall.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information from the healthcare professional confirmed that the cause of the event was a fall. Reprogramming was performed with the manufacturer¿s representative at which time it was determined lead revision was needed. It was reported that the lead revision occurred on (B)(6) 2013 [note: the manufacturer¿s device registry indicated that the lead was explanted and replaced on that date] with the result that the patient had better stimulation. Patient symptoms were confirmed as ¿lost stimulation¿. No hospitalization was required for the event. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell on their right side, where the stimulator is implanted the night previous to report. The patient went to bed and felt "okay," but had stimulation in the wrong location as of the morning of this report. It was stated the stimulation was in the patient's knees and below and no stimulation was felt above the knees. Additional information has been requested, a follow up report will be sent if additional information is received.